Manufacturer narrative:
After removal from the package, no damages or anomalies were noted with any of the products. During delivery, no difficulties were encountered that may have required add'l torquing. When the pressure was applied, the report indicated that the saline seemed to be flowing back into the pt's vessel, the delivery system or hub were not broken or cracked. However, the sales rep indicated that the possibility of defect of the coil connection or the delivery tube. After the failure, the delivery system was removed without detaching or damaging (unraveled/stretched) the coil, and after removal from the patient, the coil (unraveled/stretched, still attached to delivery system) or delivery system were not damaged (kink, bend, cracked (hub/delivery system). No further info was available. The product was received, but the analysis has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization for aneurysm (13.5x12mm) in the renal artery. The target vessel was not calcified, tortuous, and the rate of stenosis was unk. Coil embolization was conducted after the stent (genesis) was placed in the renal artery. The first orbit was deployed without problem. The second coil (complaint product) could nto be detached. When the gauge on the syringe (lot# unk) was taken to the red-zone three times; the syringe became empty. (Saline seemed to be flowing back into the pt's vessel). The saline was added to the syringe and the pressure was applied again. However, the detachment could not be done. After removal, another new orbit coil (same catalog no.) Was used, and it could be detached without problem. Finally, three were placed in the target aneurysm without any problems using the previous syring. (Same syringe used for the complaint coil). There was no adverse event and the pt is in stable condition.